Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was extending the wear of her pump supplies past labeling. Tandem clinical support informed customer that wearing her pump supplies past labeling is off label per the tandem user guide. No reported impact to the customer¿s blood glucose level.